Manufacturer narrative:
(B)(4). Date sent: 9/8/2021.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Exact implant date unknown. Assume 1st month and day of year. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? Linx implant: 2019. On what date did the explant take place? (B)(6) 2020. What is the product code? Size 17 linx product code unk. Lot #? Lot number unk. What was the reason for removal of the linx device? Reason for removal: persistent dysphagia since surgery despite medical therapy and balloon dilation. Troublesome symptoms began: since surgery. Medical testing required prior to explant: (B)(6) 2020 barium swallow: (1) linx device below the level of the hemidiaphragms. Rugal folds of the stomach are seen extending above the level of the linx device by 2.7 cm (2). Normal esophageal motility in the upright position. Contents collect within the phrenic ampulla and eventually clear. (B)(6) 2020 egd dilation. Patient info: (B)(6). Dob: (B)(6) 1949 fe (B)(6)years old (B)(6)lb 64." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted. There is no additional information.